Event description:
It was reported that while the patient was connected to the anesthesia system in afgo (additional fresh gas outlet) mode, no flow was delivered to the patient. The patient was connected to the afgo outlet via a nasal cannula. The patient saturation temporarily decreased to 79 %. The final patient outcome was no injury. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20 anesthesia system. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6888520. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 09/28/2022, corrected manufacturing date: 09/22/2022.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. Our distributor investigated the anesthesia system after the event by performing a system checkout and test the system in afgo mode. No fault or deviations found. No parts were replaced. System device logs were saved and sent for evaluation. Afgo is an option to the anesthesia system that allows use of an external partial rebreathing system, such as bains, jackson rees or mapleson d. According to the technical specification in the user's manual the breathing system that is to be connected to the afgo outlet shall have a 22 mm coaxial/15 mm conical outlet connection. The nasal cannula that was used, according to received picture, is just a few mm in lumen. This will restrict the gas flow due to the much narrower inner lumen of the nasal cannula and thus create a high resistance due to gas flow turbulence and this in turn creates a high pressure situation in the anesthesia system. The patient is not exposed for a high airway pressure with this set up, the high pressure is only in the anesthesia system. This type of nasal cannula can be used with the auxiliary o2 outlet instead. The user solved the issue by connecting the nasal cannula to the auxiliary flow meter oxygen source. Evaluation of the logs show that system checkout was successfully performed prior to treatment start. The technical log has no recordings on the date of event which indicate the absence of technical malfunctions in the anesthesia system. The event log shows that the treatment was started in afgo mode and a few second after start, alarms for airway pressure high and fio2 low were generated. 15 minutes after treatment start, the anesthesia system was set to automatic ventilation in volume control for only 4 seconds, and then back to afgo mode. Alarms for airway pressure high was immediately generated in afgo mode. The o2 flush button was then frequently pressed for 5 minutes, hereafter the anesthesia system was set to manual ventilation for 20 seconds and then back to afgo mode for a few seconds. The treatment was then ended, and system set to standby. Our conclusion based on received information and evaluation of the logs is that there was no system malfunction at the time of the reported event. The user connected a nasal cannula to the afgo outlet which is not intended according to current labeling.

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
This follow-up 03 is sent to clarify the changes that has been done in h1 type of reportable event. Initial emdr was submitted with h1 type of reportable event correctly set to serious injury. Follow-up emdr 01 was submitted with h1 type of reportable event incorrectly set to malfunction. Follow-up emdr 02 was submitted with h1 type of reportable event correctly set to serious injury, however h11b corrected data was not checked and no explanation was added in h11a addtl mfg narrative/corr.data.